Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm every once in 4 days, ongoing) and amikacin injection (125mg once a day, ongoing) for this event. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported ton an unknown date, the patient was discharged from the hospital, antibiotic treatments were discontinued, and the patient was recovered from the peritonitis event. Pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. Re-catheterization was planned to be performed "after 2 weeks". Should additional relevant information become available, a supplemental report will be submitted.